Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation, and a loss of therapeutic effect. When the stimulation was increased the pt had pain in the groin. There was no known accident or incident related to this complaint, but the pt stated that they had gained weight. After turning the device off, the discomfort lessened almost immediately. Additional info was requested.